Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with her ipg using her charger. The patient is able to communicate with her programmer and is still receiving stimulation. A replacement charger was unable to resolve the issue. The sjm representative met with the patient and troubleshooted the system and confirmed the issue. Surgical intervention may be pending to address the issue.